Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional narrative: no flow condition not confirmed. Sample was visually examined for signs of abnormality that could have contributed to the reported condition; however, none were found. The device was filled with dextrose solution for a functional flow test. After fill, flow was readily observed at the luer and continued to flow without stopping until the solution was emptied from the bladder. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter received a report that one (1) ce intermate lv 100 device reportedly experienced a no flow/would not prime at the patient home prior to connection. The device was filled with 2g vancomycin in 200ml of normal saline. There was no report of patient injury or medical intervention. No additional information is available.